Event description:
A (B)(6) pt had cosmetic filler injection by an unlicensed person who traveled from (B)(6). Product described was mesoaestetic x. Prof 108 hyaluronic acid. Months later, the filler became inflamed and she required surgical excision which has left a permanent deformity. Dose or amount: 0.5 ml millilitre(s). Frequency: as needed. Route: transdermal. Therapy date: (B)(6) 2017. Reason for use: soft tissue augmentation.